Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient previously encountered multiple fluid leaks from unknown locations on the device during an unknown phase of pd treatment. Specific dates of events and number of occurrences were not provided. It is unknown at which points in therapy the leaks may have began. The source of the leaks is unknown. Upon follow up, the pdrn reported that she is unaware of the patient experiencing fluid leaks so she could not confirm if treatments were completed. She confirmed the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient has not developed any symptoms, adverse events, injuries, or require medical intervention as a result of the reported events. No samples were returned for physical evaluation. Additional information has been requested from the patient, however to date has not been received.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.